Event description:
The device was used during a bullectomy procedure. Reportedly, the staples did not form properly and the instrument was bent. The surgeon applied another device and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.